Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced both hypoglycemia and hyperglycemia while adapting to therapy, with concern that the system was delivering too much insulin and with patterns of irregular meal timing and overtreatment of lows. Symptoms included low blood glucose to 39 mg/dl with device low alerts and transient hyperglycemia up to 286 mg/dl. Outcomes included self-management at home without medical intervention, hospitalization, or assistance, with education provided on hypoglycemia treatment and additional training assigned. Investigation included complaint handling, clinical review of reported glucose excursions, and user education regarding appropriate treatment of hypoglycemia. Investigation of this case revealed user-related factors, including overtreatment of hypoglycemia with high-fat and mixed foods and variable meal patterns following prior gastrointestinal surgery, which can confound automated insulin delivery adaptation. It was concluded, based on previously established findings for similar reports, that the cause was user technique and behavior, including inappropriate treatment of lows and inconsistent carbohydrate intake.